Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. See scanned page. Ref internal complaint cc# (B)(4).

Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2014, the physician received several unsuccessful cavity integrity assessment (cia) tests. The physician removed the disposable device and performed a hysteroscopy which noted a perforation on the posterior fundal wall. The attempted novasure procedure was aborted. The pt was "not bleeding" at the site and "hemostasis occurred". There was no intervention required.